Event description:
It was reported that pump declared cartridge change error and caller was unable to successfully load cartridge, with caller declining to provide information about blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area, cleaned area as instructed, completed new cartridge fill with support, and planned to use multiple daily injections as backup therapy, while technical support confirmed pump was in warranty, arranged replacement pump, instructed customer to place old pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label.